Event description:
A surgeon reports a mark noted on the center of the intraocular lens following implantation, slight (1 mm) enlargement of the incision and one suture were required to facilitate removal and replacement of the lens. In 2004, the surgeon reported that the pt's postoperative corneal edema was resolving, but some keratitis remains. The pt should fully recover within 15 days.